Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 0, although no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and call back if any issues reoccurred.